Event description:
Male reported that he experienced eye infections while using private label multi-purpose solution. Pt began using solution 3 weeks prior to onset. Pt sought medical attention; the doctor (specialty unk) prescribed zylet and advised him to discard his lenses, lens case and not to use the solution any longer. Pt has recovered and resumed lens wear without any complications. Add'l info and complaint unit have been requested from the pt; response pending. Related report submitted via MDR 2020664-2008-20033.

Manufacturer narrative:
Retain eval: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of product has not revealed any anomaly during the mfg processes. Root cause has not been established.